Event description:
It was reported that this wire's tip got ¿tangled¿ after the lead was implanted. The doctor was unable to retract the wire for some time as it would lodge in the lead. Ultimately, the wire was straightened enough to be removed. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).